Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Method & results: based on the damage observed, it appears that the pack was dropped and compressed to the extent that the stem component broke through the inner blister pack. DHR review determined that the lot was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive handling. No further investigation for this event is possible at this time.

Event description:
It was reported that the box was opened, packaging was not sealed.

Event description:
It was reported that the box was opened, packaging was not sealed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.